Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported issue. The fse verified the issue on the error log and was able to reproduce the error. The fse noted the cup pickup to the dispense lane alignment in the sorter misaligned. Upon further inspection, the fse discovered loose alignment screw on the dispense lane. The fse tightened the screw, verified the sensors, and checked for any obstructions. System tests were performed and no further errors were noted. Instrument validation and quality control (qc) were performed without any error. Qc results passed within the published ranges. The aia-900 analyzer returned to operation. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4), from 25jun2018 to aware date 25jul2019. No other similar complaints were identified during the search period. The aia-900 operator's manual states the following: [4053] sorter-z home overrun. Cause: the home sensor s022, which is not supposed to be activated after the sorter z-axis moves, was activated. A retry will take place, and if there is no improvement a flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s022 and also check to see the cause of slipping, and so on, that occurs when pm022 moves to the limit side. The most probable cause of the reported issue is attributed to misalignment of the dispense lane. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A customer reported receiving error message 4053 sorter-z home overrun during intact parathyroid hormone (ipth) calibration on the aia-900 analyzer. The customer performed all-set-home function and rebooted the analyzer, but the error persisted. The customer stopped operation. A field service engineer (fse) was dispatched to address the reported issue, which resulted in delayed reporting of intact parathyroid hormone (ipth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.